Event description:
The customer reports an overinfusion of midazolam. The staff observed a decrease in the patient's blood pressure and heart rate. Several diagnostic tests were performed and the staff was unable to determine the cause of the changes in vital signs until the nurse accessed the IV device to deliver a bolus of midazolam. The nurse observed that the previous bolus administered was 1.3 mg instead of the intended 0.28 mg. This was discovered when the nurse selected bolus, then restored. By the time this programming was discovered, the patient's vital signs had returned to baseline. No medical intervention required, no patient harm or adverse patient outcome reported. Review of the device log showed that the overinfusion was a result of user programming. The data from the log indicates that bolus does of 0.06 mg/kg (0.28 mg) were frequently programmed and delivered prior to the event. At 11:58 in 2008, the user entered 0.28 mg/kg (instead of 0.06) resulting in a dose of 1.32 mg.

Manufacturer narrative:
Manufacturer's report date: 07/02/2008. Patient information requested and all available information is included. This report was filed by the MFR.